Event description:
A malfunction alarm labeled malf 12 was reported by the customer. The malfunction did not lead to adverse impact on the customer¿s blood glucose level, which was recorded at 10.9 mmol/l. Technical support provided information on resetting the pump and assisted the customer in this process, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code occurs again, which the customer acknowledged and understood.